Event description:
It was reported, that the black tip on the telescope was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the eyepiece cup was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken eyepiece cup was caused by excessive force by the user and humidity in the optical system; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.